Event description:
The report states an ophthalmologist notified them that in 2006 an acuvue contact lens wearer was seen for acture keratitis, neovascularization, loss of visual acuity and pain. When the ophthalmologist was contacted for additional info, he reported that he did not notify affsaps of an adverse event regarding an acuvue lens wearer. Our affiliate contacted affsaps and was told that this info apparently came from another health authority dept, dhos. We were not told who notified them of this event. Since the term keratitis may be associated with a serious injury, this is being reported as a potential worst case scenario. No additional info is expected for this event.